Manufacturer narrative:
Device evaluated by manufacturer - the device returned has a foreign matter in the array section. The device was sent to the tace laboratory to determine the origin of the foreign matter found in the distal tip. According to the tace laboratory report, the adherent material is a clot. The device passes the flushing test. No issues were identified. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that following removal, foreign material was found. It was noted that some "strange structures" were forming around the center of the intellamap orion¿ basket. The physician noted that it was not blood clot but was unable to determine what it was. Flushing of catheter and act of patient where good during the whole case and ablation was not performed close to the orion. N patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following removal, foreign material was found. It was noted that some "strange structures" were forming around the center of the intellamap orion basket. The physician noted that it was not blood clot but was unable to determine what it was. Flushing of catheter and act of patient where good during the whole case and ablation was not performed close to the orion. No patient complications were reported.